Event description:
It was reported that the patient experienced pain (unknown location). It was noted that there was a ¿dysfunction¿ of the lead component of the patient¿s implantable neurostimulator (ins). Actions performed for the issue included hospitalization to explant, replace, and reposition the lead component. It was noted that the issue was related to the device. The event issue was considered resolved on (B)(6) 2012. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3999, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).